Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty to deploy (movement) cannot be determined and the reported crushed stent and treatment appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported via user facility medwatch report that: an 8mm by 19mm omnilink elite balloon expandable stent catheter was inserted into the right iliac artery. When inflated, the stent dislodged from the balloon and travelled distally. Omnilink then had to be retrieved via a snare wire and 6 french guide catheter. Follow-up information received from the account stated that the procedure was to treat a lesion in the iliac artery. The 8.0mmx19mm80cm omnilink elite vascular stent delivery system (sds) was advanced to the target lesion without resistance; however, the stent implant dislodged during deployment. Attempts to retrieve the dislodged stent implant with a balloon dilatation catheter (bdc) were unsuccessful and the dislodged stent implant began traveling to the leg. The dislodged stent implant became crushed, but was successfully retrieved using a snare device. The attempts to snare the dislodged stent implant reportedly caused an approximately hour delay in the procedure; however, there was no reported adverse patient sequela. The target lesion was treated with an unspecified sds. There was no additional information provided.

Manufacturer narrative:
(B)(4).